Manufacturer narrative:
No other complaints for this lot were received other than the cluster received from (B)(6). All batches are released according to the required specifications and all initial testing results are within specification for all for four batches. Information of batch records compounding showed no related remarks on the production and sterilization process, all analytical results and in process controls are within specifications. Sterility tests and rabbit tests passed. All results of chemical and microbiological tests were within specification. To date no complaint samples are returned for evaluation. Our lab has tested the retained samples and all results are conform the specifications for the tested parameters. Since a clustered increase of complaints originating from (B)(6) is received in a short time period and no conclusive root cause from the manufacturing perspectives investigation could be determined an evaluation with global is ongoing to offer the service and potential support from an external consultant to visit the (B)(6) hospital for analysis and advise on preventive measures and finding a potential root cause for these reported complaints. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a pool of patients presented with toxic anterior segment syndrome (tass) one day post-operative a cataract extraction with intraocular lens implant procedure. Additional information has been requested, but none has been received to date. This is one of 12 reports from this facility.